Event description:
It was reported that during implant, obstruction of the suture bore was noted. The device was successfully implanted without adverse consequence to the patient. The patient would be monitored.